Event description:
It was reported that there was tissue damage. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and the procedure was completed successfully with the closure device implanted in the laa of the patient. At the end of the procedure, it was noted that there was a right to left shunt that was present in the atrial septum. The physician used a septal closure device to successfully close the shunt. The patient fully recovered from this event and there were no other complications or consequences as a result.